Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on (B)(6) 2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Af, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for eg7+ lot n20342.

Event description:
Na.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected discrepant ionized potassium result of (B)(6) on a (B)(6) year old male patient with cardiac iac and respiratory failure. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.